Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: not observed through visual inspection. - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - calcification: not observed through visual inspection. None of the other observations performed during the device analysis (creases, deformation and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "ruptured", capsular contracture, baker grade unknown and "scattered calcifications" and later reported "deformity", "capsular contracture, breast tissue atrophy, rupture", capsular contracture, baker grade ii and "during surgery, it was observed that the implant was ruptured and capsular contracture was present". This record is for the left side. Device has been explanted. Patient was prescribed various painkillers.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "ruptured", capsular contracture, baker grade unknown and "scattered calcifications" and later reported "deformity", "capsular contracture, breast tissue atrophy, rupture", capsular contracture, baker grade iii and "during surgery, it was observed that the implant was ruptured and capsular contracture was present". This record is for the left side. Device has been explanted. Patient was prescribed various painkillers.